Event description:
A female reported that her husband experienced an (unconfirmed) "eye infection" while including bj's multipurpose solution in his lens care regimen. He had been using the product for several weeks, and began experiencing irritation, redness, photophobia and swelling. He sought treatment from a doctor; discontinued lens wear and was prescribed tobradex. His symptoms abated; but reappeared within hours after resuming lens wear. He has since changed back to his previous solution and is no longer having any problems. Complaint unit was returned to wholesale club and has been discarded. In follow-up received from reporter, medical chart indicated that diagnosis given as chemosis (od, and indicated that "edema due to contact"). On 01-25-07: reporter does not want amo to contact dr to obtain further info/investigation, stating that "he has nothing to do with what happened". No further info is available or expected.

Manufacturer narrative:
The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.